Event description:
It was reported to baxter (B)(4) that an infusor lv 5 device was found to be leaking from the fill port. Therefore, the sterile fluid pathway was breached. It is unknown when or in which care area this event occurred. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device is not available for evaluation; therefore, the reported condition of "leak" could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that one (1) infusor sv 2 device was observed leaking at the connection of the blue winged cap and luer lock after filling. The device was filled with 5-fluorouracil and normal saline. There is no patient involvement; therefore, no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.